Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced vertigo with and without device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016.